Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Grommet damage was noted. Foreign material was found in the setscrew and connector.

Event description:
It was reported the device had sensing difficulty. The atrial port had blood ingress in the header with possible grommet damage leading to atrial oversensing when in the pocket and in contact with fluid. It was further reported that tapping on the programming head which was over the device recreated noise on the atrial channel. Once the device was out of the pocket, all sensing was normal. Setscrew contact was secure. A new device was used. There were no patient complications as result of this event.